Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed the errors and replaced master tool manipulators (mtm) and remote arm controller (rac) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci products involved with this complaint to perform failure analysis. The mtm2 was analyzed and found to have errors 1, 704 and 705 during initialization. The other mtm was analyzed, and error 1 was found during sine cycle. The complaint was confirmed based on field evaluation/failure analysis. The cfg rac was analyzed and found to have no failures. The rac was installed into pca test system and run 10 minutes sine cycle, 20 power cycle and sitting idle for 1 hour without any errors.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon side console (ssc) had a non-recoverable fault at startup. Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer power cycled the system multiple times with no change. The tse reviewed the system logs and confirmed non-recoverable errors on ssc1, master tool manipulators (mtm) right. The tse walked the customer through a hard power cycle on the console with no change. The customer disconnected ssc 1, and the system powered on successfully with no errors. The procedure was continued using ssc 2. The procedure was completed with no reported injury.